Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure, the device broke at the threaded part. The broken part was locked in the tibiaxys plate ((B)(4) - lot e9pg).